Event description:
Related manufacturer reference number: 2017865-2021-31134. Related manufacturer reference number: 2017865-2021-31135. It was reported that the patient presented with a pocket infection at the site of the implantable cardioverter defibrillator. Lead vegetation was also present. The device, right ventricular, and right atrial leads were explanted. The patient was in stable condition.